Event description:
It was reported that, during surgery, bleeding was evidenced from the graft. Physician clotted the graft and bleeding stopped. It was reported that the surgical procedure was extended by 10 minutes. No other information was provided.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. In 1983, the non implanted portion of graft was sent to an outside laboratory for histopathological examination. Results: a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. Two products coated on the same day than the complaint device underwent water permeability testing. Tests results indicated values were well within product specifications. Method: one product coated the same period and under the same conditions than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. Conclusions: no conclusion can be drawn until the histopathological examination is completed. A follow-up report will be submitted within 30 days upon receipt of any relevant information.